Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Tss (technical services) reviewed timing of eos (end of service) for this ins (implantable neurostimulator). Timing of patient's eos is unknown. No symptoms were reported. Additional information was received from a patient. Their device showed eos. The patient reported that the ins died and stopped charging several months ago, well before (B)(6) 2025. The patient reported they were told the ins would last 10 years and that nobody told the patient the ins shuts off at 9 years.